Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was damaged by handpiece/injector. There was patient contact. The procedure was completed on same day. Additional information received stating that, the patient had better than expected results and was doing well. Lens remains implanted in eye. There was no patient harm. In the surgeon¿s opinion, the injector contributed to the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, lens was damaged due to the plunger in the inserter. The procedure was completed with company another lens of same model. In the surgeon opinion the injector contributed to the event. The patient had better than expected results and was doing well. There was no patient harm.

Manufacturer narrative:
Company injector sample was not received at the manufacturing site for evaluation for the report of lens damage; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Inconclusive: based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).